Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran precision using both (B)(6) patient and low quality control (qc), which passed with no issues. The cse ran luminometer dark counts, which passed with and without cuvettes. On consecutive follow-up visits to the customer site, the cse observed dripping coming from the sampling tubing and shutters and replaced them. The cse heard gear noise coming from the incubation ring motor and replaced the incubation drive motor. The cse checked the alignments and calibrated the cuvette loader. The cse ran qc, resulting within range. The cause of the discordant, falsely elevated tni-ultra result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The laboratory has established a protocol to repeat any critical tni-ultra result > 0.1. The sample was repeated two times on the same instrument and once on an alternate advia centaur instrument, resulting lower. Two additional draws obtained from the patient were tested, resulting lower than the initial result and matched the other repeat results. A serum sample drawn at the same time as the original sample ((B)(4)), resulted similar to the repeats. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00284 was filed on may 16, 2016. Additional information (06/22/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded; while the replacement of parts was completed as a proactive measure, they were not directly identified as defective. The discordant result that was reported could not be reproduced and is considered an isolated incident. The cause of the discordant, falsely elevated tni-ultra result obtained on one patient sample is unknown. The instrument is performing according to specifications.